Event description:
A peritoneal dialysis (pd) patient reported that her cycler alarmed for air detected in cassette during drain 4. She discontinued using the cycler and finished treatment manually. While taking out the set, she discovered a fluid leak inside the cassette door. She called her pd nurse. She retained the set and is making it available for evaluation. During f/u the patient reported that she has not had any signs of infection and has continued treatments without further issues. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.